Manufacturer narrative:
A1 patient identifier corrected. A1a patient sex corrected. A1b patient gender corrected.

Event description:
It was reported that a dissection and chest pain occurred. The target lesion was located in the right coronary artery (rca). Following pre-dilation with a 2.75 x 12mm non-compliant balloon catheter, a 3.00 x 38mm promus premier drug-eluting stent (des) was deployed. Post-deployment, a type b flow-limiting distal stent edge dissection with haziness was observed, accompanied by chest pain and electrocardiogram (ECG) changes. The physician considered the des deployment contributory to the dissection. A 3.00 x 20mm des was subsequently implanted to cover the dissection, and the procedure was successfully completed. The patient remained stable and fully recovered post-procedure. It was further reported that the target lesion was 80% stenosed, moderately tortuous and non-calcified.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection and chest pain occurred. The target lesion was located in the right coronary artery (rca). Following pre-dilation with a 2.75 x 12mm non-compliant balloon catheter, a 3.00 x 38mm promus premier drug-eluting stent (des) was deployed. Post-deployment, a type b flow-limiting distal stent edge dissection with haziness was observed, accompanied by chest pain and electrocardiogram (ECG) changes. The physician considered the des deployment contributory to the dissection. A 3.00 x 20mm des was subsequently implanted to cover the dissection, and the procedure was successfully completed. The patient remained stable and fully recovered post-procedure.